Manufacturer narrative:
Follow-up information received on 05-may-2016 despite follow-up attempts, no response was given to date. Follow-up received on 23-jun-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Lot number d29715 (production date 29-oct-2014; expiration date 28-oct-2017). (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: implant breakage and device malfunction. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pain during essure (fallopian tube occlusion insert) procedure. The physician reported that device was not completely deployed and the button was blocked, so the device got stuck on the catheter tip. The release would not take place and the button would lock. That forced the operation to stretch the coils until it broke (seen as device breakage). The reported event pain is listed according to essure's reference safety information. Device breakage was considered listed upon receipt of the product technical analysis. In this particular case, physician stated there was a partial release of the device by positioning guide and a prolonged time for the recovery of the device. This led to pain. Considering patient's pain was a consequence of a complicated essure insertion procedure; causality with the suspect insert cannot be excluded. In this case, as the device breakage occurred during essure insertion procedure, a causal relationship cannot be excluded. This case was upgraded to other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Follow-up attempts were performed without success.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 11-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2015, a partial release of the device by positioning guide occurred. There was a prolonged time for the recovery of the device and patient had pain. Follow-up information received on 19-nov-2015: the essure, batch number d29715, was placed on (B)(6) 2015. The physician reported that device was not completely deployed and the button was blocked, so the device got stuck on the catheter tip. The device was thrown and it was not possible to recover it to see if the wheel was set back until it stops. It was made clear that if the retreat was not 100% complete, the release would not take place and the button would lock. That forced the operation to stretch the coils until it broke; the micro-insert was then grasped and removed from the cavity. The physicians had to remove the pieces with pliers. It was stated that the patient was awake because the anesthesiologists refused to numb her due to the lack of examinations. The patient was never in a life-threatening condition. The procedure was not converted from hysteroscopic to laparoscopic and a new device was then successfully placed. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pain during essure (fallopian tube occlusion insert) procedure. The physician reported that device was not completely deployed and the button was blocked, so the device got stuck on the catheter tip. The release would not take place and the button would lock. That forced the operation to stretch the coils until it broke (seen as device breakage). The reported event pain is listed according to essure's reference safety information while device breakage is unlisted. In this particular case, physician stated there was a partial release of the device by positioning guide and a prolonged time for the recovery of the device. This led to pain. Considering patient's pain was a consequence of a complicated essure insertion procedure; causality with the suspect insert cannot be excluded. In this case, as the device breakage occurred during essure insertion procedure, a causal relationship cannot be excluded. This case was upgraded to other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is being sought.